Manufacturer narrative:
(B)(4). Follow up. It was reported there was the presence of white matter on some needles. Our quality team has completed a device history record review for material number 305196 and lot number 5029970. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Event description:
It was reported that the bd needle 18x1-1/2 rb had foreign matter. The following information was provided by the initial reporter: material #:305196, batch#:5029970. Verbatim: rcc received a complaint via email. Email(s) attached. Date: 08.12.2025. Claim number: (B)(4). Account number: (B)(4). Article number: 308-305196. Lot # / serial #: (B)(6). Sample available: confirming. Pictures: requesting. Product description: ndl bd general reg bvl 18gx1.5" ster. Description of incident: as per account, clinicians observed the presence of a white matter on some needles. No patients were affected. The boxes from this batch were removed from use and set aside by the ICU team.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.